Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. No excessive no delivery/occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirted insulin. Also the motor was louder than usual, made grinding noise while priming, and had received random no delivery alarms. No harm requiring medical intervention was reported. The device will be returned for analysis.